Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was not functional. It was further determined that the device failed pretest for check for off/oscillation/on switch mode function, check for compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check for the function with electric pen drive console. During repair, it was observed that there were water marks and signs of corrosion all around the device's components. It was further determined that the motor was not working and had an unknown liquid substance and debris on it. It was further observed that there was an unknown liquid substance and debris on the electronic control unit (ecu) and other components. It was determined that the issues were consistent with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery device, battery casing device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical veterinary surgical procedure, it was observed that the small battery drive device stopped working. It was further reported that the battery and battery casing devices worked fine; however, the handpiece was dead. It was not reported if there were any delays to the surgical procedure of if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.